Event description:
It was reported patient underwent a bilateral total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to personal injury; however, no revision procedure have been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.